Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 200 mg/dl, and the meter bg reading was 420 mg/dl. The customer was instructed to enter a calibration bg value to address the issue. A root cause could not be determined. A replacement sensor was sent to the customer. The customer attempted to treat the high bg by delivering a correction bolus via insulin pump. The customer was subsequently hospitalized with a bg of 430 mg/dl and vomiting. Customer was hospitalized on (B)(6) 2020. Bg was treated with intravenous fluids. Multiple attempts were made by tandem technical support regarding the issue, however the customer did not respond.